Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# 0219618484 implanted: (B)(6) 2020 explanted: (B)(6) 2020. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis information -- 2021-02-23 10:12:25 cst pli# 10 product ID# 3058below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis information -- 2021-02-23 10:07:18 cst pli# 20 product ID# 3889-28below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the outer insulation of the lead was twisted. Analysis identified that the outer insulation of the lead was separated at a butt joint at the proximal end of the lead. Continuation of d10: product ID 3889-28 lot# 0219618484 serial# implanted: (B)(6) 2020,explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28; lot# 0219618484; implanted: (B)(6) 2020; explanted: (B)(6) 2020; product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: 0219618484, ubd: 25-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient experienced a return of symptoms, lack of efficacy, and pain. Troubleshooting performed included an impedance check, reprogramming was offered, and an x-ray. The device had been flipping internally, and had twisted the lead so many times that it pulled the entire quad lead out of the sacral space, in s3, and it was sitting on the posterior aspect of the sacrum. The healthcare professional felt the patient may not have tolerated the tyrx pouch, and it may have impeded their healing, and caused the capsule to not form adequately, and with the trauma of the rotation the space was enlarged. When checking the ins, the programmer displayed a 1-3-month lifespan. The healthcare professional replaced the entire system, not using tyrx. The issue was confirmed resolved the time of this report.